Event description:
Subsequent to the initially filed report, the following information was received: this was a cardiac ablation interventional procedure. Another prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the lot # updated from "unknown" to "3060141". H6: device code 1562 removed, device code 1142 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure using three prostyle devices relative to an unspecified procedure. Reportedly, a suture break occurred with the three prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A2: age at time of event added, a3a: sex added, e4: initial report sent to FDA updated from no to yes, g2: report source updated. D1 correction: brand name updated, d2a correction: common device name updated, d3 correction: name, address updated.

Event description:
User facility medwatch report received that states,¿ describe the event or problem: suture broke on 3 devices. This has been reported to abbott vascular. What was the original intended procedure?: cryo af. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working);" the reported "suture broke on 3 devices." Was previously confirmed to be referring to "a cuff miss occurred with the three prostyle devices". No additional information was provided.